Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. The returned device was visually examined and the complaint was confirmed, the rotator separated at the bond between the collar and the housing. The root causes of the failure are attributed to the manufacturing bonding process. Corrective actions have been implemented to address this type of failure. This subassembly was built prior to implementation of the noted corrective actions. Evaluation method: device history record was reviewed, complaint database was reviewed.

Event description:
The rotator connected to the manifold broke during a left ventriculogram or aortic angiography procedure. There was spray, but no exposure reported as staff was wearing personal protective equipment. Injector settings: 12 ml/sec for a total of 20ml at 800 psi with a 0.3 sec linear rise. No harm or injury was reported. This is one of two reports: 1721504-2011-00114 - this report, 1721504-2011-00115. The customer also reported both of these events to the FDA through the medwatch program but there are no user facility report numbers on the reports. The customer reported two defective devices initially, then in additional information they reported 12 defective devices. The customer did not provide any information or clinical details for the additional events. The customer reported two different procedures, left ventriculogram and aortic angiography. The two form FDA 3500a reports indicated above will be filed for this complaint.